Event description:
It was reported by service report that the fowler and lift was rising to the highest position on their own. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: siderail cables.